Manufacturer narrative:
(B)(4). Additional information including the product details have been requested. A maquet field service technician will evaluate the unit. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the battery failed to supply power to the unit during patient transport from the cath lab in the elevator. Treatment was reported to be interrupted for a few seconds until the emergency crank could be implemented. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device and the battery was replaced. The defective part was not returned for evaluation and therefore no root cause could be established.

Event description:
(B)(4).